Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 23 april 2026, that the patient presented with grade 3-4 degenerative mitral regurgitation (mr), mitral annular calcification(mac) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, an attempt was made to grasp the leaflets using the mitraclip nt. Leaflet damage occurred following multiple grasping attempts. As a result, the nt clip was exchanged for a mitraclip xtw. Subsequently, multiple attempts were made to grasp the target area near the posterior leaflet; however, the leaflets repeatedly slipped, preventing successful grasping. Hypotension was then observed, and intra-aortic balloon pump (iabp) support was initiated for hemodynamic management. The procedure was terminated with removal of the xtw clip. Post-procedure, the mitral regurgitation (mr) remained unchanged. On (B)(6) 2026, the patient underwent mitral valve replacement (mvr) surgery. There was no clinically significant delay reported.